Manufacturer narrative:
Section e1: this information updated as it was reported incorrectly.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (See attachment) lot# e-pro 4.0-11497 (erkoloc-pro) was manufactured from october 7, 2020 and was assigned an expiration october 2023. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. An upper splint was returned in the original case. The results were summarized and the pictures were attached. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device turned yellowish due to the usage. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 4.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per the reported information, the patient used hand soap and water, rinsing it, and letting it dry in its open case. Supplier erkodent reviewed the incident details and determined the symptoms are indicative of an allergic reaction. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint device. The device was delivered and used on (B)(6) 2021 and the reaction occurring 4-5 months after use. The device was discontinued 10 days after the noted reaction with a resolution occurring 1-2 days after the discontinuation (exact date unknown). However, it is noted that the patient experienced "inflammation around lips and tingling in the buccal mucosa, also noted is redness and pain." There is no medical history prior to the delivery of the device. However, there is an allergy to unknown metals. The patient was encouraged to see an allergist, but has not done so yet nor has the patient has not been in for a follow-up. With regards to the device: the device was rinsed with warm water prior to the delivery to the patient. The patient used hand soap and water, rinsing it, and letting it dry in its open case.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted.